Manufacturer narrative:
The reported complaint of the icy catheter (lot 201537) leak was confirmed during functional testing. A water emission leak was observed from the proximal infusion lumen opening during the lumen crosstalk test. The probable root cause is a weakened wall between the lumens, which withstood pressure testing during manufacturing but resulted in a leak during clinical use. Functional testing of the returned catheter was performed. All the infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to the pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi; no leak was observed from the catheter balloons. However, a water emission leak was observed from the proximal infusion lumen opening during the lumen crosstalk test, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no similar complaint reported for the icy catheter with lot # 201537. B3, the date of the event is unknown.

Event description:
The ivtm therapy was initiated using an icy catheter (lot #201537). An icy catheter was inserted into the patient's right femoral vein with a little difficulty from the first attempt. Two hours after the ivtm therapy started, the customer noted a decreased saline in the bag before the air trap alarm sounded on the thermogard console. The catheter was tested per IFU by the physician and the decision was made to terminate the therapy and continue temperature management using another device. As there was no evidence of saline leak from the suk, the customer suspected a leaking icy catheter. No patient injuries were reported.